Manufacturer narrative:
(B)(4).the device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error where there the patient disconnected during dwell and did not reconnect before the start of the drain cycle. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide also provides step-by-step instructions for when and how to connect to the disposable set. A review of the label for the product family will be conducted.  If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during use on the homechoice (hc). The patient was not connected at the time of the alarm. The home patient (hp) stated they had disconnected during the dwell cycle and did not reconnect before the drain started. The hp had already cycled power and received a system error 2367, and then reconnected to the machine. The technical service representative (tsr) assisted the hp in ending therapy. The tsr reviewed proper procedure with the hp. The patient planned to complete therapy using manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.